Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during set up for a procedure, when the e-sep pencil was plugged into the console, an alarm sounded on the unit, 'check instrument; mono 1 handswitch; release switch or replace instrument¿. The unit was replaced and the same thing occurred with the second unit. There was no patient involvement, no delay, no medical intervention and no adverse consequences. This is case#2 of 2.

Event description:
It was reported that during set up for a procedure, when the e-sep pencil was plugged into the console, an alarm sounded on the unit, 'check instrument; mono 1 handswitch; release switch or replace instrument¿. The unit was replaced and the same thing occurred with the second unit. There was no patient involvement, no delay, no medical intervention and no adverse consequences. This is case #2 of 2.

Manufacturer narrative:
H6: the quality investigation is complete.